Manufacturer narrative:
Summary of analysis: the reported "no communication" was verified in analysis, but the malfunction was lost subsequent to "decanning" of the module. Destructive physical analysis was performed but no cause for the no communication condition could be established.